Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with an undercorrection in each eye. The patient''s post op best corrected visual acuity was 0.6 (20/30) in both the right and the left eye.

Manufacturer narrative:
(B)(4):the amo field service engineer inspected the system and found that it had high gas useage. Further evaluation noted an an artifact (degraded spot) on one of the optics. The optic was rotated and the system had a full optical alignment to optimize output quality.all pertinent information available to amo has been submitted.  (B)(4): placeholder.